Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that on sunday, 5 days ago, she noticed warning power on reset (por) and a hcp face on her equipment, she has not been able to charge, she usually charges every day. Por happened when she was getting ready to recharge her ins. Patient has not had any falls or accidents but has had a couple of tests a couple x-rays and imaging done, bone density. Patient had the imaging done on the day of the call; she's been sick all week she just got over pneumonia and sinus and flu and all. Information regarding por was reviewed with the patient. Patient was redirected to their hcp. No further complications were reported.